Event description:
The customer alleged that during clinical use of a v60 device water leakage was detected in the humidifier which caused difficulty breathing. On 16-feb-2022, a patient of unknown age and gender was placed on a v60 ventilator for assisted ventilation, and water leakage was detected in the humidifier while the device was in clinical use. As a result, the patient experienced difficulty breathing (described as could not take oxygen). The peripheral oxygenation saturation (spo2) values, clinical intervention rendered, and event outcome were not reported. The contributory device is a non-philips product which will require evaluation by the third-party manufacturer. Additional information has been requested.

Manufacturer narrative:
Reporting institution phone number -(B)(6).

Manufacturer narrative:
No further information is expected for this complaint as no further correspondence has been received in response to the good faith efforts that have been requested. The status of device resolution and disposition remain unknown.